Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a large bulge in the cylinder, causing discomfort to the patient. A new ipp was implanted and there were no patient complications.